Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair records determined the mesher (pn 00770100000) passed the test cut and the 2 cutters (pn 00770302000 and 00770301500) failed the test cut. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported incomplete meshing. The device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.